Manufacturer narrative:
Patient medical records were received and are pending evaluation by the clinical specialist. A follow-up report will be submitted upon completion of clinical analysis.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1b endoleak of the right common iliac artery and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of complaint could not be determined. Procedure related harms are abnormal blood loss requiring blood transfusion. The final patient status was reported as discharged to home with skilled nursing services on post operative day three in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: awareness date has been updated h6: investigation type codes: remove code 4118 h6: investigation finding codes: remove code 3233 h6: investigation conclusion codes: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was implanted with an afx2 bifurcated stent graft, a vela suprarenal and a vela infrarenal to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, during follow up, a type 1b endoleak on the right common iliac artery was identified. The physician elected to reline the previously implanted stent grafts with an alto stent graft system to successfully resolve this event. The final patient status was reported as doing fine.